Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04622. It was reported the pt's ipg had no communication. The physician replaced the ipg. During the procedure, the lead was also replaced due to 2 invalid contacts. It was reported the pt had effective stimulation and pain coverage postoperative.